Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the lead segments was returned to the manufacturer and analyzed and no anomalies were found. The lead distal end electrode was covered in body tissue with fibrotic growth. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged multiple times and was found to have tissue surrounding the helix preventing extension/retraction. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.